Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. During inspection and testing, the allegation was confirmed. Due to the bending section cover being perforated and leaking, water tightness was lost. The air leakage was likely caused by either excessive pressure to it or an abnormal catch that happened. In addition, the cable support was protruding from the bending section cover. No image guide breakage was noticed during the image inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable support being broken and protruded from the a-rubber was due to excessive force on the passive bending section. User can detect the suggested event properly by handling device in accordance with urf-p7/p7r operation manual: ¿inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling. Scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. A leak test was not carried out during preparation for use because the device needs to be sterile for treatment. There were no incidents during the procedure, and it was completed successfully with the subject device. The event occurred in the endoscope cleaning and disinfection machine, which detected the leak.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a leakage from the distal end was confirmed. In addition to the finds reported in the bending section was defected. There was leakage from insertion section due to being pierced. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the uretero-reno fiberscope experienced air/water leakage from the distal end. The event was found during reprocessing. The unspecified procedure was completed successfully with the subject device. There was no report of patient harm associated with this event. During inspection of the returned device, the bending rubber section was broken with metal sticking out. This MDR is being submitted to capture the reportable malfunction found during evaluation.